Event description:
Pentax medical was made aware of an event which occurred in the united states stating that "there was no video image" involving pentax medical video gastroscope model eg34-j10u, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The pentax medical sales rep replied to a good faith effort request via email on 24-aug-2021 and stated that the event occurred during pre-inspection check. The customer owned endoscope was received by pentax medical for evaluation on 23-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the image blackout and also documented the following inspection findings: umbilical cable bump at pve side, passed wet leak test, passed dry leak test. The device underwent repairs including the following components: pcb for ccd k9/ntsc, electrical connector assy, ccd module w/pcb assy ntsc, bending rubber. Model eg34-j10u, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 24-aug-2021, a device history record(DHR) review for model eg34-j10u, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 08-jan-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 08-jan-2021. The endoscope is awaiting repair completion and approved by final qc as of 18-sep-2021.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.